Event description:
It was reported that the ventilator generated an alarm indicating a turbine failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000. Our field service engineer investigated the unit on-site. During the on-site investigation, log analysis was performed and confirmed the reported issue, as one turbine failure alarm was found in the device logs together with several ventilation alarms. To address the issue, the turbine module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. According to the provided device logs, several ventilation alarms were confirmed along with the reported turbine failure alarm, which only appeared once during ventilation immediately after a power switch from battery to mains. The replaced turbine module was returned for further investigation. Visual inspection of the returned turbine module revealed no abnormalities. The turbine module was then placed in a reference ventilator for simulated use testing. During this testing, the device passed the pre-use check (puc). After passing, ventilation was performed successfully for two days without generating any alarms or errors. During ventilation, multiple power source switches from battery to mains were made to test whether the turbine failure alarm would show up, which it did not. After ventilation, several pucs were performed, but all of them failed the flow transducer test. To further assess the issue with the failed flow transducer tests, the printed circuit board (pcb) inside the turbine module was replaced with a reference pcb. With the reference pcb inside the turbine module, the device passed several pucs and performed ventilation successfully without generating any technical errors or alarms. It was not possible to determine the exact cause of the turbine module failure; nevertheless, the cause is most likely due to a component failure on the turbine's pcb. The main function of the turbine module is to generate inspiratory air flow. It creates air flow and pressure from the surrounding air, which is then mixed with the o2 flow from the o2 gas module. The primary purpose of the pcb inside the turbine module is to control and supervise the turbine by powering the module and passing data to other parts of the device. In conclusion, the device failed to meet its specification and it can be determined that the issue originated from the turbine module due to a malfunctioning pcb.